Event description:
The teleflex drainage cup valve is defective and leaking secretions and condensation on the floor. This issue has been reported to the manufacturer multiple times. This issue places the patient at risk of harm related to moisture coming into contact with various electrical components. This malfunction places our team members at risk of slipping and injuring themselves but also potential exposure to body fluid contaminates.